Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: have there been any patient consequences as a result of this incident? Yes. If yes, which ones and how were they treated? The loosened needle was lost in the patient. We did the laparoscopy again and then, not finding the needle in the belly, we did x-rays to finally find it completely buried in the wall. Accurately identifying its location and removing took us another 1 hours. Consequences: lengthening operative time + anesthesia and obligation to deliver x-rays. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? Please describe any medical/surgical intervention required for this suture event including dates and results. Please clarify the statement of ¿repeat laparoscopy¿ and describe the procedure. What size trocar was used? Which trocar was the needle originally being retrieved from? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2026 and suture was used. During the procedure, when closing the wall, the needle of the thread had loosened and was impossible to find visually. The surgeon had to repeat the laparoscopy and then the amp for 45 min to find it buried in the wall of the patient. Accurately identifying its location and removing took the surgeon another 1 hour. The notifier declared a defect on the product: the consequences to the patient were the need to deliver x-ray dose and amp switched off before retrieving dose summary and lengthening operative time and anesthesia. Additional information was requested.